Event description:
The customer called in because he was concerned about some of his blood glucose readings. While troubleshooting, he performed control tests and received a result of 27 mg/dl. The normal control range was 71-103 mg/dl. The customer did not allege any adverse events. The test strips and meter are to be returned for evaluation. Replacement products will be sent.